Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The initial reporter phone: (B)(6). The initial reporter email address is not reported / available. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (s13978) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted coil embolization procedure targeting a 7mm posterior communicating artery (pcom) aneurysm, the 2.5mm x 5cm orbit galaxy g2 complex xtrasoft coil (641cx2505 / s13978) became stretched inside the concomitant prowler select lpes microcatheter (606s155x / 30339116). The reported issue occurred during the coil insertion through the microcatheter before the coil exited the microcatheter. It was reported that prior to this coil, three coils successfully went through the microcatheter without any resistance. A continuous flush was maintained throughout the microcatheter. The complaint coil had not been withdrawn and repositioned. There was no resistance between the guidewire and the microcatheter when the target aneurysm was being accessed. The microcatheter did not have any kinks nor bends that may have contributed to the reported issue of the coil becoming stretched. The microcatheter was not repositioned over the coil. There was no coil entanglement with previously implanted coils. The coil was successfully removed from the microcatheter; no additional damage was noted on the coil when it was removed. Additional information indicated that the coil stretched while being removed from the microcatheter. There was no blood flow restriction or reduction as a result of the reported issue. The reported event resulted in a 10-minute procedure delay which was not considered clinically significant. It was reported that the procedure was successfully completed; there was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 19-nov-2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that multiple attempts to obtain product for analysis and obtain additional information were unsuccessful. If product is returned or information provided at a later date, the file will be updated and a supplemental 3500a report will be submitted. [Conclusion]: the healthcare professional reported that during the stent-assisted coil embolization procedure targeting a 7mm posterior communicating artery (pcom) aneurysm, the 2.5mm x 5cm orbit galaxy g2 complex xtrasoft coil (641cx2505 / s13978) became stretched inside the concomitant prowler select lpes microcatheter (606s155x / 30339116). The reported issue occurred during the coil insertion through the microcatheter before the coil exited the microcatheter. It was reported that prior to this coil, three coils successfully went through the microcatheter without any resistance. A continuous flush was maintained throughout the microcatheter. The complaint coil had not been withdrawn and repositioned. There was no resistance between the guidewire and the microcatheter when the target aneurysm was being accessed. The microcatheter did not have any kinks nor bends that may have contributed to the reported issue of the coil becoming stretched. The microcatheter was not repositioned over the coil. There was no coil entanglement with previously implanted coils. The coil was successfully removed from the microcatheter; no additional damage was noted on the coil when it was removed. Additional information indicated that the coil stretched while being removed from the microcatheter. There was no blood flow restriction or reduction as a result of the reported issue. The reported event resulted in a 10-minute procedure delay which was not considered clinically significant. It was reported that the procedure was successfully completed; there was no report of any patient adverse event or complication. Multiple attempts to obtain product for analysis and obtain additional information were unsuccessful. If product is returned or information provided at a later date, the file will be updated accordingly. The device has not been returned to cerenovus for analysis and therefore, no further investigation can be performed at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Complaint trends are monitoring monthly, no significant trends have been identified at this time for the issue reported on this complaint. A review of manufacturing documentation associated with this lot (s13978) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Coil stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. The additional information provided indicate that the coil became stretched while it was being removed from the microcatheter. It is possible that inadvertent force was applied during the attempt to withdraw the coil from the microcatheter resulting it becoming stretched. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2.5mm x 5cm orbit galaxy g2 complex xtrasoft coil left the manufacturing facility with the coil in a stretched condition or with other anomalies. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the stent-assisted coil embolization procedure targeting a 7mm posterior communicating artery (pcom) aneurysm, the 2.5mm x 5cm orbit galaxy g2 complex xtrasoft coil (641cx2505 / s13978) became stretched inside the concomitant prowler select lpes microcatheter (606s155x / 30339116). The reported issue occurred during the coil insertion through the microcatheter before the coil exited the microcatheter. It was reported that prior to this coil, three coils successfully went through the microcatheter without any resistance. A continuous flush was maintained throughout the microcatheter. The complaint coil had not been withdrawn and repositioned. There was no resistance between the guidewire and the microcatheter when the target aneurysm was being accessed. The microcatheter did not have any kinks nor bends that may have contributed to the reported issue of the coil becoming stretched. The microcatheter was not repositioned over the coil. There was no coil entanglement with previously implanted coils. The coil was successfully removed from the microcatheter; no additional damage was noted on the coil when it was removed. Additional information indicated that the coil stretched while being removed from the microcatheter. There was no blood flow restriction or reduction as a result of the reported issue. The reported event resulted in a 10-minute procedure delay which was not considered clinically significant. It was reported that the procedure was successfully completed; there was no report of any patient adverse event or complication. On 19-nov-2021, the complaint product was returned and received for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 2.5mm x 5cm orbit galaxy g2 complex xtrasoft coil was received. Visual inspection was performed and the returned device was found in good, normal condition. There were no damages nor anomalies observed during the visual inspection. Microscopic inspection was performed. Under magnification, the embolic coil component was observed to be in stretched condition. Additional information received indicated that the coil became stretched while being removed from the microcatheter, it is likely that the stretched condition reported and observed during the microscopic inspection is due to force exerted on the device. Other factors such as device interaction and device manipulation may have contributed to the observed stretched condition of the embolic coil, however with the information available for review, this cannot be conclusively determined. Based on the finding during the microscopic inspection, the reported issue that the coil became stretched was confirmed. A review of manufacturing documentation associated with this lot (s13978) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) does contain the following precautions: do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally, if the introducer tip and microcatheter hub are misaligned, damage may occur to the microcoil as it passes through this transition. If repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. If the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the microcatheter at or slightly inside the ostium (neck) of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Coil stretching / unraveling is a known potential issue associated with the use of this device. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issue from occurring. Coil stretching / unraveling can occur during attempts to withdrawal the coil against resistance. The complaint reported that the 2.5mm x 5cm orbit galaxy g2 complex xtrasoft coil became stretched inside the concomitant microcatheter during coil insertion, before it exited the microcatheter. The reported issue was confirmed based on observation made during the microscopic inspection when the embolic coil was noted to be in stretched condition. Additional information indicated that the coil became stretched while it was being removed from the microcatheter. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.